Manufacturer narrative:
This MDR is to correct the first supplemental report in section b4. The incorrect year of 2025 was entered. The correct date for this report was 1/7/2026. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
During technical investigation the following was observed: the technician was unable to duplicate the customer reason for return. The unit runs 303 working hours by 184 startups. The software was current at the time of investigation. No failures or unnormal behaviors were found during the investigation. Therefore, could be assumed the issue is caused by a temporary software failure, which did not initialize the video path correctly. This was resolved by restarting the unit at the repair site. Due to this, no failure could be found. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the system is hanging during use. No negative impact in state of health reported.